Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed and complaint could not be confirmed. The clinical investigation concluded that this case reports that during the procedure, the instrument broke due to normal wear and tear. Per email communication, there were no pieces left inside the patient, and there was no patient injury. The surgery was completed without delay, using other instruments. Since no patient harm is alleged, no further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that a serious injury- medical intervention has occurred since during surgery, the device broke and no back up was available, in consequence, other instruments had to be used instead. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery the tibial spacer block standard and the journey art isrt assm tool broke due to normal wear and tear. This did not happen inside the patient and all the broken pieces were recovered. There was no delay and no back up was available, surgery was completed using other instruments. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the tibial spacer block standard and the journey art isrt assm tool were found to be broken due to normal wear and tear. No apparent case involved. No further information was provided at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.